Event description:
It was reported via a clinical study that acute hypoxic respiratory failure occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with chronic dyspnea. On the day of the procedure, the patient was noted to have been admitted with a cough. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. During the procedure, the patient exhibited increased work of breathing, audible wheezing, and coughing. After the procedure, the patient required a non-rebreather mask to maintain spo2 levels above 90%. Despite this, the patient continued to experience upper airway wheezing and increased work of breathing. The patient was admitted to the cardiac intensive care unit (cicu). A chest x-ray was performed, and tests for covid and influenza were negative. Bnp (b-type natriuretic peptide) and procalcitonin levels were normal, while troponin was mildly elevated and c-reactive protein (crp) was minimally elevated. The patient was placed on bipap (bilevel positive airway pressure) and prescribed duoneb inhalation solution as needed (prn). Additionally, the patient received 20mg of lasix. The patient remained in the hospital for two days and was discharged on (B)(6) 2025. On (B)(6) 2025 the patient was prescribed antibiotics (vantin and zithromax). The physician suspected the respiratory failure was due to a possible lower respiratory tract infection (lrti), with consideration for viral lrti versus community-acquired pneumonia, present prior to admission.